Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed incoming vxi test due to intermittent operation, the device shut off during testing. The tester battery contacts were cleaned and the test was rerun. Analysis also found that the upper and lower cases as well as the bail and ring covers were broken. (B)(4).